Event description:
It was reported that high out of range shock impedance were noted on this right ventricular (rv) lead. The shock impedances have gradually increased over the last three years before becoming out of range. Technical services (ts) provided troubleshooting recommendations. This rv lead remains in-service at this time. No adverse patient effects were reported.